Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor, and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit communicated properly with one touch ultralink blood glucose meter. Unable to download using carelink pro due to a faulty y1 on the radio frequency board. Unit had cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window.

Event description:
It was reported via email that the customer's insulin pump would not download information to carelink pro. Customer was at the doctor's office and the staff tried to download on 4 different computers to no avail. Caller stated that the battery was full, but the radio frequency did not work. Caller asked for the device to be replaced. The device was replaced and returned for analysis.